Event description:
A malfunction alarm with code malf 12 was reported. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.